Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patients_ hearing with the device is affected. The patient fell of the bike and hit the head on the implant side.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Additionally, it is reported that one channel was disabled prior to the reported impact due to high impedance for yet undetermined reasons. A decision regarding explantation surgery has not been made available yet.

Event description:
The recipient's hearing with the device is affected. The recipient fell off her bike and hit her head on the implant side. After the accident, the parents felt that the child was not responding to sound as previously. No information has been received about re-implantation at this time.